Manufacturer narrative:
Evaluation in process but not yet completed. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2014-005/00057).

Event description:
It was reported that during a procedure being performed in the (B)(6), the sl1000 cap screw could not be torqued in the tulip head of the slp5545 5.5 mm x 45 mm s-lok polyaxial screw. The screw was removed and replaced. A delay of 45 minutes was incurred.